Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: a. Kypta et. Al. "Dawn of a new era: the completely interventionally treated patient" bmj case rep 2016. Doi:10 1136/bcr-2 015·214268 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding a (B)(6) female patient with severe angina and dyspnea, an ECG revealed permanent atrial fibrillation while echocardiogram showed concurrent severe aortic valve stenosis with moderate mitral regurgitation and moderate pulmonary hypertension. The left ventricular ejection fraction was preserved (65%) with no signs of regional wall motion abnormalities. Stenosis of the in the left anterior descending and in the circumflex coronary arteries were identified. Besides these conditions, the patient's history comprised only of hypercholesterolaemia. Two drug eluding stents were implanted successfully in the left anterior descending and in the circumflex coronary arteries respectively. Second, a 23 mm corevalve was implanted (for the severe aortic valve stenosis) without complications within the same session. After two weeks the patient showed up to the out patient department due to fatigue and bradycardia. Complete heart block was noted and was implanted with a pacemaker with no complications. The patient was monitored and discharged on the second day after the procedure. No additional adverse patient effects were reported.